Manufacturer narrative:
Device evaluation: the device related to the reported event broken device(implant was noted to be leaking while the doctor was filling the implant) was received on (B)(6) 2017 with lot number 3030504. Visual analysis of the returned device identified: white particles, curved opening, wear abrasion. A leak test was perform and was found one opening. A microscopic analysis identified a curved striated opening on radius side assessed as surgical damage. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a curved striated opening assessed as surgical damage.

Event description:
Healthcare professional reported implant was noted to be leaking while the doctor was filling the implant. Patient contact was made. Device not implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy.

Event description:
Healthcare professional reported implant was noted to be leaking while the doctor was filling the implant. Patient contact was made. Device not implanted.

Event description:
Healthcare professional reported implant was noted to be leaking while the doctor was filling the implant. Patient contact was made. Device not implanted.